Event description:
The doctor claims that an infiltration-like shadow seen on the pt's x-ray may be the graft used with a medtronic freestyle aortic valve. The graft was left in. Note: the incident date is approximate.